Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported her device kept on going off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the issues they were having were with the ins. They were asked what circumstances led the device turning off and they replied they didn¿t know, it would just come on and start shocking them. They did not know of any external interactions/activities they may have done to cause this. They further reported, they typically kept the device off, they weren¿t sure how it turned on. When asked steps take to resolve the issue they reported that they had spoken with their urologist who had not provided answers, but told them to check it with their patient programmer when this happened and turn it back off if it was on.